Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The rear 1-wire therapy electrode (te) did not deploy gel during the treatment event. There is no indication that the gel deployment failure contributed to the event. The impedance measured during the treatment was 44 ohms, well within the normal operating impedance specifications. There was no report of any burn during the event. A root cause investigation for the gel deployment failure is underway. The investigation into the event concludes that there was no device malfunction contributing to the treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shocks events was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation above the prescribed threshold. The rapid atrial fibrillation satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll on (B)(6) 2015, and the download revealed that the patient was inappropriately treated on (B)(6) 2015. Rapid atrial fibrillation (160 bpm) contributed to the false detection. The response buttons were not pressed during the event. The patient's medical outcome is unknown. Report that the patient reported that his lifevest "blew up in the patient's face" and almost blinded him and that he lost his hearing. The distributor was unable to obtain any further information from the patient. A device download was ...